Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to the cylinders twisting. The patient was not satisfied with the size and fit of the implant. The device was removed and replaced with a non-boston scientific device. There were no patient complications.